Manufacturer narrative:
Evaluation, results: inherent risk of procedure - (cva/stroke). (B)(4).

Event description:
Patient experienced stroke/intercranial bleeding approximately 51 months post index procedure. Investigator indicated that this event was not related to the study stent.

Event description:
An endeavor sprint rapid exchange (rx) drug-eluting stent was implanted in the mid lad to treat lesion. Another endeavor sprint rapid exchange (rx) drug-eluting stent was implanted overlapping to treat complications of a dissection after the initial stent implantation. A third stent was implanted in the 1st obtuse marginal to treat another target lesion. At 1 month, 6 months, 1 yr, 1.5 yrs, 2 yrs and 2.5 yrs f/u's pt was asymptomatic / free of symptoms.

Manufacturer narrative:
(B)(4): eval results: (dissection).